Event description:
It was reported that the patient¿s first implant got infected and it was moved to a different spot. The old implant site never healed and the patient still had fluid and drainage from the pocket. The day prior to the call the site was draining and was tender to the touch. They further noted that the infection did not heal and they had ¿wires coming out in two different places¿. The patient has had two ¿repair surgeries¿ to the site since it was removed and noted that one wire was ¿coiled in their right hip¿ and the other was going up the left of their back but was not attached to an implant.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).